Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for a esophageal variceal ligation procedure performed on (B)(6) 2012. According to the complainant, during the procedure, only the first two bands were able to be released using this speedband device. Reportedly, "the system was stuck" and the remaining "bands could not be deployed." However, the two bands were sufficient to complete the procedure. The patient's condition at the conclusion of the procedure was reported as being okay, but the patient was monitored for 24 hours prior to being discharged. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for a esophageal variceal ligation procedure performed on (B)(6) 2012. According to the complainant, during the procedure, only the first two bands were able to be released using this speedband device. Reportedly, 'the system was stuck' and the remaining 'bands could not be deployed.' However, the two bands were sufficient to complete the procedure. The patient's condition at the conclusion of the procedure was reported as being okay, but the patient was monitored for 24 hours prior to being discharged. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that five bands were present on the ligator head; the white band and 2 blue bands were broken and caught under 2 blue bands. Also, the ligator teeth were visibly damaged. Additionally, the suture loop was intact and attached to the wire loop of the trip wire however; the trip wire had been removed from the injection septum. The tripwire was loosely wound on handle spool and further analysis of the handle slot revealed that the tripwire was not cinched (secured) in the handle assembly slot and there was no visible evidence to suggest that it was cinched during use. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that five bands were present on the ligator head however; the white band and two blue bands were broken and caught under the other two blue bands. Additionally, the ligator head teeth were found to be damaged. The tripwire, which was received removed from the injection septum, was not secured in the handle assembly slot. Furthermore, the handle assembly slot did not present with evidence of the tripwire having been secured prior to use. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section 'to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.' The dfu then instructs the user to 'secure trip wire in slot on handle unit.' Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.